Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was scheduled for device explant due to an infection. It was reported that the patient caused an infection in the left chest around the generator. It was reported that the wound has been under inspection. It was reported that the generator was explanted on (B)(6) 2013.

Manufacturer narrative:
Uchida, d & yamamoto, t. (2017). Experience and solution of complications of vagus nerve stimulation therapy in 139 implant patients. No shinkei geka, 45(12):1051-1057. Doi: 10.11477/mf.1436203646.

Event description:
An abstract from a research article comprised of post-market surveillance data from a hospital¿s vns patients implanted between december 2010 and march 2016 was received. The abstract indicated that four patients experienced recurrent vocal cord paralysis. The abstract also indicated that one patient experienced subsequent aspiration pneumonia. Three patients underwent explant due to surgical site infections, and one patient underwent explant due to a patient-influenced revolving of the generator which eventually resulted in lead fracture. The recurrent vocal cord paralysis is reported within MFR. Report # 1644487-2018-00123. A company representative received identifying patient information from the authoring physicians of the article for the patients who experienced surgical-site infections and generator migration and subsequent lead fracture, originally captured in MFR. Report #1644487-2018-00122. It was determined that the infections were previously reported to the manufacturer and are captured in MFR. Report #s 1644487-2013-02562, 1644487-2013-03225, and 1644487-2015-06368, the first of which corresponds to the events captured within this report. The reported patient-influenced migration and subsequent lead fracture was previously reported to the manufacturer and is captured within MFR. Report # 1644487-2018-00289. No additional relevant information has been received to date.